Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "when attempting to record video, a "recording failed, please reboot" error message came on the screen. The customer rebooted the system but the error persisted and could not record." No negative impact in state of health reported.

Manufacturer narrative:
Unable to confirm the complaint because the customer's hardware was not returned to ksus goleta for a proper complaint investigation. It's unknown if the failure was caused to the customer tc201 or their usb storage device. If the issue was caused by the tc201, then the failure could have been caused by a corroded/contaminated/damaged usb connector. The issue could have been caused by malfunctioning components in the tc201 usb circuitry on the motherboard. The issue could have also been caused by a usb stick failure. For example, the usb stick may have had the following issues: the usb stick was physically damaged, the usb stick could have been corrupted or had the incorrect formatting, or the usb stick was full and didn't have any available space to store new data. The above are some obvious issues that could have caused the customer's "recording failed" message, but it may not be an exhaustive list. Since no device was returned to karl storz goleta, no definitive determinations can be made regarding the root cause of the "recording failed, please reboot" error message complaint. The event is filed under internal karl storz complaint ID: (B)(4).